Event description:
It was reported the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported during the procedure the surgeon transected the round ligament and broad ligament with the atw35. Bleeding was encountered at the staple line and an er320 was used to control the bleeding. When the er320 was fired, it was noted the clips were not forming properly and coming out of the applier in an unusual manner. They were loose and did not control the bleeding. Bipolar was used to control the bleeding. Surgeon continued to use the atw35 for a total of 4 firings. Only one firing of the atw35 was a concern (as mentioned above). The remaining firings were complete with adequate hemostasis. The jaw aperture was a concern. There was no consequence to the patient.